Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship cannot be firmly established between the peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Based on the information available. The cause of the patient¿s peritonitis cannot be determined. However, peritonitis is a well-documented complication in patients undergoing pd therapy.

Event description:
A nurse contacted customer support for a question regarding a last medicated fill programmed into the fresenius cycler for an unknown hospitalized patient. There were no reported adverse effects during the call nor any indication the hospitalization was related to any fresenius products. During follow-up, the reporting nurse stated the patient was in the hospital (dates unknown) for peritonitis. Details surrounding the patient name, date of birth, and hospitalization course are unknown as the nurse indicated the patient has already been discharged from the hospital. The nurse did report that the patient continued pd therapy in the hospital and the last fill was for an antibiotic. Per the nurse, the cycler was programmed correctly, and the patient did receive their ordered antibiotic without any adverse effects. No further information is available.